Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery fault) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tab at the p4 pad was loose. The cause of the battery fault is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient was receiving battery faults.